Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: incident details: IV tubing broke at channel top connection. IV kept alarming that there was a occlusion patient side. After checking all connections, no other issue found but the top side of IV tubing came off of the lower portion at the top connection of tubing. Impact of incident: no adverse outcome, IV tubing defect found and tubing was changed. Who was affected? Patient

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional info.

Manufacturer narrative:
It was reported that IV tubing broke at channel top connection. One sample model 2420-0500, lot 24023125 was returned for investigation. The set was examined for defects and abnormalities. The set was separated at the top of the pumping segment. The tubing above the pumping segment was not returned. No defects or abnormalities were observed. The manufacturing site reviewed the complaint and came to the conclusion that the manufacturing process did not cause this issue. The root cause is possible use related as the ring retainer was on the set. A device history record review for model 2420-0500 lot number 24023125 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.